Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
The customer reported their AED needs to be removed from service, due to a defective battery release button as it is sticking. This event did not occur during patient use.